Event description:
The caller, mother of patient, reports that the cuff of the device tends to deflate. The caller reported that the tube is still in use and will arrange for replacement with physician.